Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2010-05357. It was reported that post a stenting treatment procedure, hypotension and stent thrombus occurred. Access was gained via the left femoral artery. The 42% stenosed and 38mm long target lesion was located in the left common carotid artery with a minimum lumen diameter of 6.5mm. It was treated with a filterwire ez embolic protection system and placement of two 10.0-24 carotid wallstents and post dilation resulting in 0% residual stenosis. There were no complications during the procedure and the stents were reported to be successfully implanted. "Several" hours post procedure, the patient developed hypotension. Per the site this was caused by a vagal reaction. It was treated with vasopressor medication and was reported to be resolved 5 days later. It was also reported that 7 days post index procedure, stent thrombus occurred. Per the site, it was caused by "protrusion." No action was taken. The patient was discharged 3 weeks post index procedure and the event of stent thrombus was reported to be resolved 1 month post index procedure. It is the opinion of the physician that the events are unrelated to the carotid wallstents.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported concerning the event of hypotension that the patient's blood pressure during was 80/40mmhg a few hours after the index procedure. It was treated with ephedrine. Concerning the event of stent thrombus, it is reported that "the thrombus temporarily appeared" and "spontaneously disappeared". It is now the opinion of the physician that both events are related to the wallstent. The physician previously reported these events to be unrelated.

Manufacturer narrative:
(B)(4).